Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep. According to the reporter: upon making the initial space to perform a tep repair, dr (B)(6) could not inflate the structural balloon on the trocar. She removed the device and opened a new one. She placed the device and this balloon would not inflate either. She uses the scope to look around the space and noticed both "sheaths" had completely torn off the device and were laying on the bowel. Dr (B)(6) had accidentally torn the peritoneum while making the space. She removed both pieces of the device from the bowel with no injury to the pt but was very concerned that they tore off as they did. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. It is unk whether surgery time was delayed by more than 30 mins or not. No device fragment was left in the pt.